Event description:
It was reported, that the patient presented for an implant procedure. During the procedure, the implantable cardiac monitor (icm) exhibited an under-sensing episode. The intracardiac electrograms (egm) with the under-sensing episode could not be found on the device session records. No intervention was performed. There were no patient consequences.